Event description:
During t2 recon nail surgery, the tip of guide pin broke inside the femoral bone of patient, and the surgeon could not removed the broken piece of the instrument.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.